Event description:
Reporter alleged blood glucose measured 422 mg/dl back to back with a result of 204 mg/dl, when testing was performed 7 minutes apart on the aviva system. The location of the testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Aviva system: meter and aviva test strip lot number 300232 with an expiration date 10/31/07.

Manufacturer narrative:
The suspect product is the aviva test strips.